Event description:
3 events: event 1: gtin: (01)10884389734568, lot# (10)22ibu132 a 3-way low-pressure stopcock with a rotating male collar used for plasmapheresis was observed leaking blood through the back of the device. Noticed within the first minutes of treatment that the pad had a small spot of blood on it. Treatment was paused and the device was replaced. Event 2: gtin# (01)10884389734568, lot# (10)22ibs919 the 3-way low-pressure stopcock was noted to be leaking from the back of the device during the first 15m of plasmapheresis. Event 3: gtin# (01)10884389734568, lot# (10)22ibu132 the 3-way low-pressure stopcock was noted to be leaking from the back of the device during the first 15m of plasmapheresis.